Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer was advised to return the pump for evaluation, and a replacement pump with a different serial number was provided to resolve the issue. Customer reverted to an alternate method of insulin therapy.